Event description:
Initial case was uneventful and the pt did great post operatively. However, at five months post op, pt returned to surgeon's office complaining of pain. After examination, surgeon took pt back to surgery and removed the distal portion of a bio scew. The pt was fully heated at the time of revision.